Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided with pump reset instructions, and successfully reset pump, and malfunction did not recur; customer was advised to continue using pump and to call back if problem appeared again, and caller acknowledged and understood instructions.